Event description:
It was reported that the short interval count had increased, and ventricular pacing impedance had increased from 500 ohms to 1654 ohms. It was further reported that there was oversensing and a lead fracture. A new lead was placed for pacing/sensing purposes. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the short interval count had increased, and ventricular pacing impedance had increased from 500 ohms to 1654 ohms. It was further reported that there was oversensing and a lead fracture. A new lead was placed for pacing/sensing purposes. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor fractured. It was noted that the defibrillation conductor fractured, the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and a breach (non-electrical), there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.